Event description:
During follow-up, threshold was elevated and a dislodgement was suspected. However, a radioscopic examination found no evidence the lead moved. An attempt was made to reposition the lead; however, the helix would no longer retract or extend. The lead was explanted and replaced and a micro-dislodgement was suspected. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of lead dislodgement and unacceptable threshold were not confirmed. However, the reported event of the helix could not extend was confirmed due to the helix being clogged with dried blood/tissue and over-torque of the inner coil.